Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the returned video was performed and it was noted that video showed evidence of the leaking at the bonding of the effluent pump segment. The probable cause of this issue was a lack of solvent on the extremity of the pump segment. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent line was leaking during patient treatment with a prismaflex m100 set. The leak was discovered at the beginning of the patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.